Event description:
A written report was recd from baxter affiliate for overinfusion. The report stated "pca infusor was attached to pt and the shipping device (tab) was not removed. As a result, the infusor infused in a continuous mode at 5 mls/hr". The pt was moved to the recovery room after surgery and was connected to the pca device and infusor. The contents of the device were reported to be 180 mg morphine in 60 mls of an unknown diluent. The pca device was started at approximately 1505 hours and it was checked again at 1645 hours. The pt's condition had deteriorated and it was reported that the pt's blood pressure had dropped and the pt had difficulty breathing. As a result, the pt was transferred to the "high dependency unit" overnight. At that time it was discovered that the shipping device (tab) was still attached to the pca device and approximately 10mls of the morphine solution had infused.